Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a sudden drop in longevity and had migrated downward. Also, the right ventricular (rv) lead was noted with high threshold; a dramatic change in output that may possibly be related to the device migration. The device and lead remain in use with further monitoring. No patient complications have been reported as a result of this event.